Event description:
It was reported that the surgeon was performing a femoral chaos which needed access to the tsf website intraoperatively. When the surgeon went to access the website he could enter details up to stage 5 then the programme would not respond. The surgeon had to complete the frame and then wake up the patient and schedule the completion of the case for the next day.

Manufacturer narrative:
The associated complained device was not returned. It was alleged that the surgeon needed access to the tsf website inter operatively, however he could only enter details up to stage 5 then the program would not respond, causing him to have to wake up the patient and schedule the completion of the case for the next day. The development engineer was made aware of this complaint. An investigation by the supplier/ software developer determined what was wrong and restored the service to a fully operational state. It was found that the communication between the queuing mechanism and the web application and the job manager was not working properly. But a definitive cause could not be identified. A restart of the arena services cleared the problem. An analysis indicated that it was reported that there was no patient harm or injury was sustained as a result of this device related incident, aside from the extended surgery time of approximately 1 hour. No further medical assessment is warranted based on the information provided. Should additional information be received, the complaint will be reopened.